Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period apr-2019 through may-2021 was reviewed. A trigger is addressed under a CAPA due to an increase in the number of complaints on reported failure "particulates; shavings". The CAPA is closed. Testing of actual/suspected device (10 /13/22): the device was returned to the factory for evaluation on 08jun2021. An investigation was conducted on 30jun2021. A visual inspection was conducted. Both the harvesting device and the cannula was returned for evaluation. The harvesting device was returned inside the cannula. Blood and charred material was observed on the harvesting device as well as on the cannula. Blood was also observed on the handle of the harvesting device. The heater wire was observed to be slightly flexed from the hot jaw due to clinical use, remaining attached at the base and the tip of hot jaw. The silicone of the jaws was also observed to be intact, no visual defects were observed. A mechanical evaluation was conducted. The harvesting device was inserted into the cannula with no physical or visual defects. The harvesting device was removed from the cannula with no physical or visual difficulties. An engineering evaluation was conducted that identified the root cause of the "particulates; shavings". To check the inner lumen in the device, the cannula shaft was opened up and it was observed to be the shavings in the inner lumen. A microscopic inspection of the cannula inner lumen determined while inserting the scope through the inner lumen, the shavings may have been formed. It was evident that the defect happened during the use of the product and confirmed for the failure mode as scrapings were observed on the inner lumen. Based on the investigation results, the reported failure "particulates; shavings" is confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, white plastic scrapings came through cannula into patient harvesting tunnel. Retrieved plastic scrapings that went into leg during harvest. Finished case with this kit. No additional incisions necessary. No added time to case. No patient harm.